Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a ureter was damaged during lateral dissection with a monopolar curved scissors (mcs) instrument. According to the initial reporter, the surgeon commented that a ¿rudimentary mistake¿ caused the injury to the ureter. The case was converted to open surgery after it was deemed too difficult to repair the ureter using the da vinci surgical system. Reconstruction of the ureter was performed by a urologist via open surgery. Intuitive surgical, inc. (Isi) followed-up with the initial reporter who indicated that the surgical procedure was recorded on video by the user facility but that it was not available for isi's evaluation. The video was reportedly sent by the user facility to a third-party committee that has not yet completed its review and/or communicated their findings to isi. Regarding the "rudimentary mistake," it was indicated that the ureter was not marked and that the injury was attributed to surgical error/technique since the surgeon's "anatomical recognition" was insufficient. It was noted that there was no malfunction of a da vinci a system, instrument, or accessory during the procedure. With regard to the statement that repair of the ureter was too difficult using the da vinci surgical system, it was noted that the ureter was dissected and "reconstruction of the ureter was impossible." It was indicated that the patient did not experience any post-operative complications.

Manufacturer narrative:
Based on the current information provided, the intra-operative complication can be possibly attributed to use-error. The surgeon inadvertently dissected a ureteral as a result of insufficient "anatomical recognition." There is no allegation or evidence to suggest that an isi device malfunctioned or otherwise had a product problem. Additionally, all instruments used during the surgical procedure, including the mcs instrument that was in-use at the time of the injury, have been used in subsequent surgical procedures. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020 and system serial #(B)(4). No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, a ureter was inadvertently damaged during lateral dissection with a mcs instrument, which required a conversion to open and the assistance of another surgeon to address. Although the injury to the ureter can be possibly attributed to use-error, the root cause of the intra-operative complication is unknown. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred.